Event description:
The complainant reported that a female pt with a history of stress urinary incontinence was implanted with a pre-pubic system in late 2006. The pt was a participant in the registry. In early 2007, an infection with moderate severity was noted for the pt, with an unknown device relationship. Medical treatment was given and the event was noted as being resolved as of a week later. During a follow-up appointment approx four months later, an infection with moderate severity was noted for the pt. The event was recorded as not being device related. Medical treatment was given and the event was noted as being resolved as of the following month.

Manufacturer narrative:
The device model and catalog numbers of the suspect device are unknown, as well as lot number; therefore, the manufacture and expiration dates cannot be determined. The device remains implanted in the pt; therefore, a failure analysis is not available. We are not able at this time to determine the relationship between this device and the cause for the event. If there is any further relevant info received, a supplemental medwatch report will be filed.